Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient received an occlusion alarm and blood glucose level was 900 mg/dl at the time of occlusion. He was admitted to the emergency room due to high blood glucose level and realized that the cannula was bent, not receiving insulin. The infusion set had been in use for 2 days. The patient received insulin drip as corrective treatment which resolved the issue. He was hospitalized for 2 days. Currently, his blood glucose level was 226 mg/dl at the time of this report. No further information available.